Event description:
The customer reported that the insulin gauge displayed an unexpected amount, and an alarm occurred during attempts to resolve the issue. There was no adverse impact to the customer's blood glucose level during this event. The customer was instructed by technical support to troubleshoot the issue by manipulating the tubing and infusion set. They replaced the set and cartridge twice, eventually loading a new cartridge, refilling the tubing, and reconnecting to the infusion set without triggering further alarms. Subsequently, a follow-up confirmed everything was functioning correctly with no further issues reported.